Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(6).

Event description:
A sub-q-set subcutaneous infusion set leaked during an infusion on a patient. The indication for the use of the set and the amount of leakage was not specified. It was reported that the ¿leakage was from under the butterfly needle at the connection between the butterfly and the patient¿s stomach¿ (no further detail was provided). There was no report of patient injury or medical intervention associated with this event. No additional information is available.